Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was fracture. Hence, the lead was surgically capped. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was suspected to be fracture; later on, the fracture was confirmed through fluoroscopy. The lead also presented high capture thresholds measurements and jumping impedance issues. Hence, the lead was surgically abandoned. No additional adverse patient effects were reported.